Manufacturer narrative:
A sample has been received at the manufacturing site and in-house evaluation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.no further information is expected.(B)(4).

Event description:
A customer reported that a handpiece did not build up vacuum during several surgeries. No system message was displayed. Another handpiece was used to finish surgeries. The patients did not experience any harm. No further information is expected.

Manufacturer narrative:
Evaluation summary: a phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual damage. A full functional test was then performed on the returned phaco handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then tested for flow test. No issues were found in flow and the handpiece was then connected to a calibrated system for priming and tuning. The handpiece was found to pass all functional testing on the system and was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Functionally the handpiece passes all tests. No further information was able to be obtained from this customer. The handpiece met specifications at the time of release. The root cause could not be determined conclusively, as the handpiece met specifications.